Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, at the moment that the device was used, the device stapled but didn't cut causing the need for immediate exchange of material. Material was changed soon after failure detected. There were no patient consequences.